Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. St jude medical crmd reliability laboratory. No complaint received with return of device. Failure (event) observed during analysis. Analysis found insulation abrasions.